Manufacturer narrative:
(B)(4).

Event description:
The root cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background.

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: additional information/correction. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.